Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed. It was noted that this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed right and left plunger?s case assembly contaminated. Bottom of case was cracked by the battery chambers and back plate position. Customer must have meant motor not running and or motor rate error multiple times. Unable to duplicate super cap alarm. Motor rate error and motor not running was duplicated and verified. The root cause for the super cap alarm issues was not determined. The root cause for motor rate error and or motor not running was determined to have been caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: no action for super cap alarm. Cleaned and replaced multiple parts for motor rate alarm. Passed functional and delivery tests.

Event description:
It was reported that super cap post event occurred. No patient injury reported.